Event description:
Customer reports from april 5 to june 5 temp comparisons were done by nursing anesthesia. A total of 50 pts were tested. The genius consistently showed a lower temp (-2 degrees) than a standard thermometer. Eight pts displayed temp differences >greater than -2 degrees. No pt injury is reported.